Event description:
I have breast implant surgery in (B)(6) 2010 for cosmetic reasons after major weight loss. I was implanted with mentor saline implants. I was told by my dr that they were safe. Almost immediately after I received my breast implants, I developed skin sensitivities and would experience rashes on my breasts and trunk. The skin issues escalated over time to include rashes on my face, neck and back, as well as pain in my breasts, chronic sinus infections. My dr ordered allergy testing and I did not have any skin allergies. Nonetheless, I experienced constant rashes of varying degrees of severity for over 8 years. I removed my implants in a bilateral capsulectomy in (B)(6) 2018, my symptoms immediately subsided and I have not returned. It was only after I removed my implants that I learned that although the implants were filled with saline, the shell was silicone. I was never advised of this and I believe that my body was actively rejecting the implants and the chemicals in them the entire time I had them. They are not safe. The FDA has allowed the breast implant mfrs to violate the law by failing to properly conduct mandated studies and documented the results of these studies. The mfrs know that they have a defective product that harms to recipients. They do not care. The FDA is the only one that has the power to stop them. FDA safety report ID# (B)(4).